Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report: (B)(6) 2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device became blocked during a cystoprostatectomy. The device was removed from the patient without any tissue damage or blood loss. Furthermore, the site reported that an activation tone was heard when the surgeon was attempting to cut with the device. Another ligasure device was used to complete the surgery successfully.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 11/02/2015. Date of follow-up report : 12/22/2015. Examination of the returned sample confirmed the issue with opening the device. Visual inspection found the device knife was protruding from the jaws, preventing it from opening. Excessive eschar and tissue was also visible in the device jaws. The customer's reported condition is confirmed and attributed to user error. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing likely prevented the knife from retracting far enough to allow the jaws to open. Per the IFU, the jaws should be closed and locked before activating the cutter. It also cautions users to frequently clean the blade to prevent difficulty in activating the knife. Review of the device history records for this lot found no potentially contributing entries, and no trend is associated with the reported issue. However, examination and testing of the returned device could not confirm the issue with activation during cutting. Multiple cuts with the device did not cause an activation tone. Review of the relevant device history records found no potentially contributing entries, and no trend is associated with the reported issue.